Event description:
It was reported by the getinge training representative that during routine check cardiosave intra-aortic balloon pump (iabp) tank valve was damaged. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. During preliminary check the fse found valve stem on helium tank scarred and mangled. Tank knob will not go on he tank smoothly. The customer replaced the bad helium tank and unit passed all functional and safety tests per factory specifications. No issues with the unit.